Event description:
I completed 5 ipl laser treatments. Each one was 5-6 weeks apart. The first 3 weeks were ok. No stinging, burning ext. The tech used light settings on all 5 ipl laser treatments. However, on the 4th one, I noticed my skin texture changing. As the days passed, my skin became dry, rough, enlarged pores, inflamed, burning and stinging sensations. I wish I never went back for the 5th. My skin isn't my skin anymore. It's been a month. Instead of healing, it's getting worse. My face is so dry can't hardly open my mouth to take a bite of good without feeling as though it will crack. I can't keep it moisturized enough. My face has constant burning, in pain. It's getting worse. My skin is starting to sag all over as if I'm losing fat in my face. My eyes even hurt.